Event description:
It was reported that during a thyroidectomy procedure, the device was not cutting as quickly as normal. They were able to complete the procedure with the device. There was no pt consequence.

Manufacturer narrative:
Date sent: 03/06/2008. Info anticipated, but unavailable at this time.